Event description:
During the procedure, it was noted that an introducer that was expired was used in a patient.

Manufacturer narrative:
An event of an expired device being used was reported. The results of the investigation are inconclusive since the device was not returned for analysis. However, swartz¿ braided transseptal guiding introducer, sl4¿, 63 cm length, 8f batch number 8112327 expired on 31 jul 2024 which was prior to the reported event date of 25 nov 2024. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including verification of the expiration date listed on the product label. Based on the information received, the cause of the reported incident could not be conclusively determined. The cause of the use of expired product is consistent with user error.